Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side ¿palpable lumps in right armpit. Siliconomas, due to prosthetic rupture¿, ¿fragment of skeletal muscle tissue, with a fibrous wall showing inflammatory cell hyperplasia, with occasional multinucleated cells. And abundant foamy histiocytes, without evidence of malignancy". The device has been explanted.

Event description:
Healthcare professional reported right side ¿palpable lumps in right armpit, siliconomas due to prosthetic rupture¿, ¿fragment of skeletal muscle tissue, with a fibrous wall showing inflammatory cell hyperplasia, with occasional multinucleated cells and abundant foamy histiocytes, without evidence of malignancy". The device has been explanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 25apr2024.

Event description:
Healthcare professional reported right side device rupture and "siliconomas on the right side of thorax" diagnosed by ultrasound. Later reported "¿lumps in right armpit¿. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Healthcare professional reported right side device rupture, silicone migration and granuloma. The device remains implanted.

Event description:
Healthcare professional reported right side device rupture and "siliconomas on the right side of thorax" diagnosed by ultrasound. Later reported "¿lumps in right armpit¿. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ granuloma: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ silicone migration: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side device rupture, silicone migration and granuloma. Healthcare professional reported right side ¿palpable lumps in right armpit, siliconomas due to prosthetic rupture¿, ¿fragment of skeletal muscle tissue, with a fibrous wall showing inflammatory cell hyperplasia, with occasional multinucleated cells and abundant foamy histiocytes, without evidence of malignancy". The device has been explanted.